Manufacturer narrative:
Additional information was obtained from the author that the complications were not related to the da vinci devices. No other details regarding the complication is available.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: gaytán fuentes, o.f., barajas galicia, e., chávez garcía, g. Et al. Revisional bariatric surgery using robotic-assisted surgery in a national medical center in mexico. J robotic surg 18, 247 (2024). Https://doi.org/10.1007/s11701-024-01980-0 section a: patient information - no specific patient demographics were provided for this patient. Study demographics in the group included patients with a median age of 48 years ; the majority (82%) of the patients were females. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system number was used.

Event description:
A literature article described a study that aimed to analyze the outcomes of 29 patients that underwent robotic-assisted revisional roux-en-y gastric bypass (rrygb) surgeries from january 2016 to february 2023 in one single institution. The article noted that among these surgeries, one patient experienced a post-operative complication of jejunojejunal stenosis and was resolved by redoing the jejuno-jejunal anastomosis laparoscopically. There were no postoperative anastomotic leaks or incidence of hemorrhage. There were no da vinci device issues reported in the article nor any mortality in the cohort. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.